Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Costumer reported complaint for hi blood glucose test results. The customer's expected fasting blood glucose test result range is 250 - 300 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date at time of call is last week. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: hi result. Customer states that he believes the meter is faulty because he has never had readings this high before. Customer educated of product proper storage environmental conditions.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: strip issue.

Event description:
Costumer reported complaint for hi blood glucose test results. The customer's expected fasting blood glucose test result range is 250 - 300 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date at time of call is last week. The meter memory was reviewed for previous test result history: (B)(6). Customer states that he believes the meter is faulty because he has never had readings this high before. Customer educated of product proper storage environmental conditions.